Manufacturer narrative:
Prismaflex sepxiris set 150 (jp) is similar to prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c. Prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c have been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause is supplier related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex sepxiris 150 set , a crack on the luer connector of return line was observed. There was patient involvement but no patient impact and medical intervention was reported. No additional information is available.